Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that more than once the second head had come loose and fell off into the sink while spinning. No injury was reported.